Event description:
(Related symptoms if any separated by commas). High blood sugar levels during the last two days [blood glucose increased], when pressing the injection button the plunger rod does not move and insulin was not flowing [device failure], when pressing the injection the plunger rod does not move and patient was not able to administer novorapid [device malfunction], dose counter window damaged [device physical property issue], patient change the needle each three administrations and sometimes, keep the needle attached between injections complaining that did not receive correct instructions from hcp [product communication issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "high blood sugar levels during the last two days(blood sugar increased)" beginning on (B)(6) 2019, "when pressing the injection button the plunger rod does not move and insulin was not flowing (device failure)" beginning on (B)(6) 2019, "when pressing the injection the plunger rod does not move and patient was not able to administer novorapid (device component malfunction)" beginning on (B)(6) 2019, "dose counter window damaged (device damage)" with an unspecified onset date, "patient change the needle each three administrations and sometimes keep the needle attached between injections complaining that did not receive correct instructions from hcp (health care provider instructions for product use lacking)" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", novopen 4 (insulin delivery device) from unknown start date for "device therapy". Patient's height: 156 cm, patient's weight: (B)(6), patient's bmi: 26.70940170. Medical history was not provided. Concomitant products included - novorapid penfill (insulin aspart) solution for injection, 100 u/ml, lantus (insulin glargine). On (B)(6) 2019, the patient when using the pen which had fallen and the dose counter window had broken, reported that when pressing the injection button the plunger rod does not move and insulin does not flow and the patient experienced high blood sugars around 400 mg/dl. The patient used a new novopen 4 changed the cartridge but the problem with novopen 4 still existed, due to this the patient was not able to administer novorapid until (B)(6) 2019, and the blood sugar level measured around 600 mg/dl. The nurse changed the novopen 4 with insulin syringe and administered 10u of novorapid and blood sugar levels decreased, lantus 7u in the morning and 12u at night and the patient reported of normal blood sugar levels. The patient's glycosylated haemoglobin (hba1c) was reported as 9%. The patient additionally reported of changing the needle every three administrations and sometimes keeping the needle attached to the pen in between injections. The patient complained of not receiving correct recommendations of product use from hcp. The patient was recommended with the correct product usage instructions. Batch numbers: novopen4: yug0013, novopen 4: dvg1216-2. Action taken to the suspect products: novopen 4: products discontinued due to adverse event, novopen 4: product discontinued. On 26-dec-2019 the outcome for the event "high blood sugar levels during the last two days(blood sugar increased)" was recovered. The outcome for the event "when pressing the injection button the plunger rod does not move and insulin was not flowing(device failure)" was not reported. The outcome for the event "when pressing the injection the plunger rod does not move and patient was not able to administer novorapid(device component malfunction)" was not reported. The outcome for the event "dose counter window damaged(device damage)" was not reported. The outcome for the event "patient change the needle each three administrations and sometimes keep the needle attached between injections complaining that did not receive correct instructions from hcp(health care provider instructions for product use lacking)" was not reported. Investigation result: name: novopen 4 silver - batch dvg1216-2. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. All mechanical functions were found to be normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product no irregularities were detected. The product was found to be normal. Name: novopen 4 silver - batch yug0013. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose indicator window was cracked. The crack was caused by tensile stresses as a result of cleaning the pen with a strong detergent. The crack in the dose indicator window was a result of accidental damage during use. The display window was cracked. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The crack in the dose indicator window was a result of accidental damage during use in order to protect the safety of patient it will, in rare cases, be required to disassemble the device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the device). The disassembled device will be stored with the same retention period as other complaint samples. Manufacturer comment: on 14-feb-2020: upon investigation of the returned device (novopen 4, batch number dvg 1216-2), no faults were found. The product was found to be normal. However, the re-use of needles and storing the device with needle attached between injections are significant confounding factors which can lead to device malfunction and subsequent hyperglycaemia. On 20-feb-2020: upon investigation of the returned device (novopen 4, batch number yug0013), it was found that the crack in the dose indicator window is a result of accidental damage during use. The device was found to be working normally with random cartridge and new needle. However, the re-use of needles and storing the device with needle attached between injections are significant confounding factors which can lead to device malfunction and subsequent hyperglycaemia. Reporter comment: novopen 4 silver: batch number: dvg1216-2: this sample is the one referred by the patient as the new one that the patient had at home with which the patient noticed the same problem. Novopen 4 silver: batch number: yug0013: this sample is the one with the dose counter window broken, the one that the reporter informed that had fallen. Evaluation summary: name: novopen 4 silver - batch yug0013. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose indicator window was cracked. The crack was caused by tensile stresses as a result of cleaning the pen with a strong detergent. The crack in the dose indicator window was a result of accidental damage during use. The display window was cracked. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The crack in the dose indicator window was a result of accidental damage during use.